Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high impedance measurements out-of-range of over 2000 ohms, that were seen in both unipolar and bipolar configuration. A rise in the threshold was noticed as well, however, there was no asystole reported. There was no evidence of physical lead damage. Subsequently, this rv lead was replaced and the measurements for the new implanted lead were adequate. No additional adverse patient effects were reported.